Event description:
"The arthroplasty was revised due to loosening of the tibial component. The component was implanted in situ for 0.86y. The patient presented with a ucla score of 2 three months prior to revision surgery. Medical records and x-rays were not provided to stryker for review.